Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date "the last week in (B)(6)" 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for five days for the event. Treatment and outcome of the event were not reported. On an unreported date pd therapy was discontinued (current therapy modality was not reported). No additional information is available.